Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37742, serial# (B)(4), product type programmer, patient product ID 3550-29, lot# n142740, implanted: 2009-(B)(6), product type accessory product ID 399960, lot# v015233, implanted: 2008-(B)(6), product type lead product ID 3708240, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), (B)(4).

Event description:
Additional information received reported that the battery depletion was considered normal. It was noted that a couple of electrode impedances remained out of range. The manufacturing representative was reportedly able to capture the patient¿s painful areas by reprogramming around the affected electrodes. It was noted that the patient was doing well.

Event description:
It was reported that the patient¿s stimulator displayed the early replacement indicator (eri). Thepatient was scheduled for replacement for the following day. It was reported that there were high impedances on all contacts with 0 and 3, greater than 40,000 ohms. The physician did not plan to change the lead and planned instead to reprogram around the open circuit. Additional information was requested, if received, a follow up report will be sent.